Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the reset was a safety feature and was educated on the actions needed after a pump reset. Technical support called back to perform another pump reset and assisted the customer in resuming insulin delivery.